Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v585792, implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that one of their prior implantable neurostimulators (inss) went dead and was replaced around (B)(6) of 2013. It was also stated that the other one became unhooked and somehow malfunctioned as of an unknown date. X-rays were taken of "the other side" but it could not be figured out how it was unhooked, and the patient only has one side that is working. Follow up with the healthcare provider (hcp) is to be conducted. Later on date notified it was confirmed that it was the right side ins that became unhooked, and that there was a broken wire from the skull down to the implant. The left shoulder ins the patient has is newer and was still functioning. There were no patient symptoms alleged. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they are uncertain of what caused the wire to break. The x-ray which was taken to identify the lead break was inconclusive. The patient's healthcare provider informed the patient that the only solution is replacement which the patient opted not to do.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.